Event description:
It was reported the patient did not have stimulation, and was unable to communicate with the ipg using external devices. The physician believed the ipg may have flipped on its side. It was reported the physician had ordered imaging the be performed, and a possible surgical consult, if necessary.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.